Manufacturer narrative:
(B)(4), date sent: 10/5/2021

Manufacturer narrative:
(B)(4). Date sent: 10/13/2021 h6: component code = g04 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three gst60b reloads present. The reload (b) was received partially fired 1/3. The reloads (c and d) were received fully fired. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. No abnormal noises were noted during functional testing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reload b: gst60b, 194a21, partially fired 1/3. Reload c: gst60b, 291a64, fully fired. Reload d: gst60b, 149a24, fully fired.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during a robot-assisted proximal gastrectomy, after the slr was attached to the jaw of the device at the 4th firing, the knife moved by mistake, then it was locked out. The cartridge with the slr was replaced, then the device was used by the pulse-firing, but the sound of the knife returning was different from the usual. A part of the deployed staples was unformed, so additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.